Event description:
It was reported that, the right ventricular (rv) lead from this implantable cardioverter defibrillator (ICD) triggered a red alert indicating shock lead impedances out of range. Technical services (ts) provided troubleshooting options. This ICD remains in service. No adverse patient effects were reported.